Event description:
A (B)(6) customer received a blood glucose reading of 2.8mmol/l on the breeze2 meter, re-tested on a different meter and the reading was 9.0mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips are not expected to be returned for evaluation. Replacement meter sent to the customer.

Manufacturer narrative:
The serial number provided was not valid. It is not possible to determined the manufacture date, without the meter information.